Event description:
Boston scientific crm received information that this local representative contacted technical services on march 12, 2009 to report that he had been called to the emergency room to evaluate this pt's device for delivered shock therapy. The pt's implantable transvenous rv defibrillation lead is a non-boston scientific lead. The clinic rn informed the local representative that shock delivery was recorded on the pt's last latitude transmission (2009). Technical services concluded that the episode was appropriate based on shock channel morphology. The rhythm appeared to have been ventricular tachycardia that deteriorated into ventricular fibrillation. The device had been programmed to single zone (vf) with a rate cut-off of 165 bpm. There may have been some undersensing, due to variations in signal amplitude which resulted in a divert-reconfirm. The arrhythmia was redetected appropriately and a 31 joule shock was delivered which converted to arrhythmia. Back-up bradycardia pacing was provided post-shock.

Manufacturer narrative:
Subsequently, boston scientific crm received a request from the clinic to deactivate this pt from the latitude system due to pt death. The date of death occurred in 2009. The cause of death was not identified. There has been no reported complaints or allegations against the boston scientific device. A request for additional information has been made to the local boston scientific representative.